Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
The pt was supported with two paracorporeal ventricular assist devices (pvads) for biventricular support. It was reported that when the pt was disconnecting herself from the ac adapter (via connection to the driver not the wall) the tlc driver alarmed with an urgent continuous tone alarm and the screen went blank. The pt indicated that she left the pump stop working for about 1-2 seconds and then the screen displayed initializing and it started pumping again. It also happened a second time where the same scenario happened but when she was connecting herself to the ac adapter (via connection to the driver not the wall) the tlc driver alarmed with an urgent continuous tone alarm. At this time, it was reported that the screen displayed initializing and it started pumping again. The pt did not notice the green light in the ac adapter was intermittently working while it was plugged in. The ac adapter and driver will be returned for eval.